Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified upper arm cephalic vein. A 8.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon was ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.